Event description:
It was reported that the patient had their 2 by 4 lead paddle replaced with a 2 by 8 lead paddle. The patient¿s implantable neurostimulator (ins) was in their front flank. The patient had their implantable neurostimulator (ins) replaced 2 weeks prior to the report and they had the ins moved to the front flank at that time. When the system was hooked up again after the replacement the patient lost left side coverage. The impedances were checked and came back as fine. The doctor noticed that the extension tail looked suspicious but since the impedances were fine the patient was closed. A revision was performed on the day of the report and it showed that the tail that would connect to the extension was ¿mush¿ and ¿messed up.¿ the left lead wire was damaged. A programming was done after the surgery and the patient had bilateral leg coverage. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was seen on 2015-(B)(6) and they were doing great after the device replacement. The implantable ne urostimulator (ins) was replaced with a different ins during the revision.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # la2419, implanted: (B)(6) 2002, product type lead; product ID 3708340, serial # (B)(4), explanted: (B)(6) 2014, product type extension; product ID 3998, lot # la2419, implanted: (B)(6) 2002, product type lead; product ID 3708340, serial # (B)(4), explanted: (B)(6) 2014, product type extension; product ID 3998, lot # lb5777, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead. (B)(4).